Event description:
It was reported that the physician decided to relocate patient¿s ipg. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was moved upwards from the original location. Effective therapy was restored post operatively.